Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-02071 and 02072. It was reported, the patient felt discomfort and heat from the device. Follow-up with the patient identified she is receiving stimulation in the correct area; however, it is no longer effective. The patient stated, she is working with her physician to address the issue. No further information is available at this time. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.